Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. It may be possible that the supera stent was subjected to stress/ fatigue or repetitive movement due to anatomical conditions or location of the stent; however, this could not be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported stent fracture/twisting. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a mildly tortuous and mildly calcified lesion in the distal popliteal artery. On (B)(6) 2017, the patient entered the hospital with a popliteal occlusion and a 6 x 80 mm supera stent was implanted with good results. The patient returned on (B)(6) 2017 after for a follow-up and it was noticed that the stent seems to be fractured and twisted. There has been no decision on how the damaged stent will be treated. It was further reported that the patient suffers from entrapment-syndrome, which might be the cause of the stent fracture and twisted stent. There were no adverse patient effects. No additional information was provided.